Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between january 7, 2025 ¿ january 8, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock piece of a clearlink system y-type blood/solution set broke off while disconnecting the set from the patient's intravenous (IV) site. The leur lock broke off while still attached to the patient's IV access. This occurred during therapy with blood products in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.